Event description:
Revision was required, due to a fractured medial plateau. Original surgery was performed on (B)(6) 2011. Physician states the fracture likely occurred during the index surgery or within the 6 weeks or so following. During removal of the implant, a portion of the porous coating delaminated from the implant believed caused by increased shear from the fractured tibia. It was reported that the pt was doing well post surgery. The cause of the fracture...